Manufacturer narrative:
The suspect device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a hemodialysis device implant, the distal end of the outflow catheter at the marker band looked to be crushed. The physician opened and placed a new outflow component to treat the patient. No patient injury to report.

Manufacturer narrative:
One device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to rough handling. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.